Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive and became frozen on the fill tubing screen. Additionally, it was reported that the pump touch screen was unreadable as a white bar ran across the length of the display screen. Customer¿s blood glucose level was 490 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.